Manufacturer narrative:
No product has been returned for evaluation. Should new info become available a follow up MDR will be submitted.

Event description:
Received info stating pt was hospitalized for dka and respiratory infection. Pt was treated with insulin drip.